Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0208730848, product type: lead. Product ID: 3389-28. Lot# 0208735918, product type: lead.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that impedances were not recorded and no troubleshooting was done.

Manufacturer narrative:
Other aplicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on the right and left sides. The following high impedances were measured: c-0 = 2725, c-3 = 2050, 0-1 = 7291, 0-3 = 8559, and c-8 = 2208 ohms. The hcp wanted to know the likelihood of a lead being broken and if the impedance reading suggested a broken lead. There was no problem with the patient's system and the impedances were measured because the patient wanted to get an MRI for other reasons.

Manufacturer narrative:
Other applicable components are: product ID 3389-28, lot# 0208730848, product type lead. Product ID: 3389-28, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative that impedances had not been recorded in the past and therapy impedances have not been checked. The patient had not been able to reduce their medication as much as the hcp expected. No falls or trauma was reported. The patient has not had any incidents that would have caused them harm.